Event description:
It was observed that during the device evaluation, the laparoscope exhibited a damaged fiber bonding in the outer tube area at the distal end, and foreign material in the plug of the video cable section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation into the damaged fiber bonding in the outer tube area at the distal end and the foreign material in the plug of the video cable section, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.